Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air-in-line sensor was faulty. There were no patient involvement and harm.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was an air detector sensor failure. The air detector was replaced. The software was updated as a precaution. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.